Event description:
Philips received a complaint on the heartstart dfm100 indicating that the therapy delivery test failed. The customer technical representative worked with the remote philips technician. The device failed the therapy delivery test per customer, and they need a high voltage capacitor. A high voltage capacitor was sent to the customer. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.